Event description:
It was reported surgical intervention was undertaken in (B)(6) 2009, to reposition the patient's (B)(6) ipg as well as increase the implant depth for the device. The ipg was reportedly protruding as a result of weight loss experienced by the patient. The exact date of the procedure is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.